Event description:
It was reported that the patient presented to the emergency room due to pain. Upon review, it was discovered that the right ventricular lead exhibited failure to capture and r-wave amp variation. An x-ray was performed, and it was confirmed there was a micro perforation. The lead was explanted and replaced. The patient was in stable condition.